Manufacturer narrative:
This product is registered as a combination product. As received, only the connector portion of the lead was returned in one piece. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturing reference number: 2017865-2021-09113, 2017865-2021-09115, 2017865-2021-09118. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure. No additional information was reported.